Manufacturer narrative:
The product was not returned for evaluation. A review of the device history record was performed and all product met requirements prior to release. There were no nonconformities noted with the lot during production. There were no nonconformities with the raw material used. All finished goods testing requirements were met prior to release. There was no evidence that the device failed to meet specifications and the report could not substantiated.the report could not be substantiated and a cause for the event could not be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter: "the surgery was completed successfully. This patient came back in for post-op x-rays and there was a small piece of metal that was discovered in their shoulder. The patient and dr. Hatzidakis decided to schedule the patient for a surgery on (B)(6) 2025. During that surgery on (B)(6) 2025 it was discovered that this piece of metal was a part of the 1.4mm iconix knotless inserter. Dr. Hatzidakis was able to successfully remove this piece of the 1.4mm iconix knotless inserter from the patients shoulder during that surgery.."